Event description:
Caller states that infant pt was tested on device and received a result of 62 mg/dl. This result was compared to a lab draw which resulted in a reading of 37 mg/dl. Caller states that infant was treated based on lab result. Additional device to lab comparisons were reported with device reading 79 and 59 mg/dl and the lab reading 45 mg/dl and 42 mg/dl respectively. Glucose controls were used and reportedly passing. Requested return of suspect device.